Manufacturer narrative:
The technician had received a replacement mattress, however, the account's staff had taken the device and placed it back into service. The serial number had not been recorded, and neither the account nor the technician can identify which device was the suspect device. No resolution as yet. Until it can be identified. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the device has fluid ingress in the mattress.